Manufacturer narrative:
Section: h3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned femoral head impactor confirms the femoral head impactor tip fractured into several pieces. All broken pieces were returned with the device. This device shows signs of significant wear/usage. The clinical/medical evaluation concluded that this case reports the cracking of an impactor during a thr surgery. Per case details, the wound was reportedly inspected and ¿all parts were retrieved¿. The surgery was completed ¿without any delay¿ using the same device and there was no patient harm reported. Per product evaluation, all broken pieces were returned with the device. This device shows signs of significant wear/usage. The root cause of the reported event could not be definitively concluded. Based on the information provided, no further patient impact would be anticipated, as no patient harm was alleged. No further medical assessment is warranted. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a femoral head/neck impactor cracked, wound was inspected and all parts were retrieved. Surgery was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.